Manufacturer narrative:
In addition to the depressed magnesium results, the analyzer was generating qc out of range for the sodium and microalbumin assays. The customer performed the suggested the additional troubleshooting, including replacing the alnty c-series mixer and c16 rgt pr(l)rohs which were worn out from normal use. Both parts were determined the likely causes. In addition; service observed that there were 27 incidents of error code 0556 in the months of august and september. Service suggested the lab staff performing as needed procedure 6052 wash cuvettes and check for leaking after this error code is generated. A service history review for c1600868 revealed no additional erratic or discrepant results post the current complaint. The architect system operations manual contains adequate information for the troubleshooting, removal, and replacement of the alnty c-series mixer and c16 rgt pr(l)rohs. A review of the reporting period and a 12-month search for similar complaints identified no adverse trends of the alnty c-series mixer or c16 rgt pr(l)rohs. A review of the c16000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The c16000 erratic result rate is within acceptable limits with no adverse trends identified. No product deficiency or systemic issues were identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed magnesium processed on the architect c16000. (B)(6) generated architect magnesium of 1.18 mg/dl that repeated 1.47, 1.78, 1.85 mg/dl using another analyzer. The account uses a normal magnesium reference range of 1.8 to 2.6 mg/dl. No impact to patient management was reported.